Event description:
Doctor confirmed on 17th july that it's the implant which was spinning in the osteotomy site, and that there's not any delay in the surgical procedure and no patient impact. Lack of primary stability, doctor was referring to implant spinning into the osteotomy and not to the mount.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. After additional information was received on jul 19, 2024, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2024-01538 submitted on jul 18, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
Doctor reported implant spinning, inadequate engagement of fixture. No patient impact and no delay in the procedure according to the form. Tooth 22.

Manufacturer narrative:
Zimvie complaint number (B)(4).